Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noisy signals on both the right atrial (ra) and right ventricular (rv) channels, high out-of-range rv pace impedance measurements, and low p-waves were detected. The clinician consulted boston scientific technical services (ts). The clinician suspected the noisy signals were due to electromagnetic interference (emi). Additionally it was noted that the rv lead triggered the lead safety switch (lss) and is now in unipolar configuration. Ts reviewed remote monitoring data and noted that the noisy signals appeared to be non-physiologic. The clinician indicated that if the patient could not confirm a source of emi, the patient would be brought into the clinic to attempt to reproduce the noise with pocket manipulation and isometrics. This pacemaker remains in service. No adverse patient effects were reported. Additional information received indicates that the patient was brought into the clinic for follow-up. At this follow-up, the noise could be replicated with isometric exercise, and rv lead was programmed to bipolar sensing and pacing and the lead safety switch feature was turned off. The patient will be referred for possible lead extraction. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the device and competitor ra and rv leads were explanted. The field representative reported that during the revision procedure, the pacemaker system exhibited pacing inhibition with manipulation of the lead. Additionally, the physician suspects that there was a fracture in the proximal portion of the rv lead. However, no lead defects were noted when visualized with fluoroscopic imaging. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.